Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose was 500s mg/dl. Pump supplies were changed. As the occlusion alarm occurred in the past, tandem technical support was unable to determine a cause of the occlusions.